Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent plf at l3-s1 and plif at l4/5 levels for lcs. Postop, the patient complained of back pain. It was found that screw at s1 right was broken and left screw was loosened. The revision surgery will be scheduled to remove all 5.5 implant and placed 4.75 implants at l4/5/s2 levels on 30 oct 2015.doctor comment that pseudarthrosis was confirmed on xp image and it might cause fatigue breakage.